Event description:
It was stated in the report that the shuttle sheath shredded in the middle and the y-body came apart.the md was working on the left subclavian. Md used 7fr x 90cm shuttle catheter to cannulate the subclavian. After procedure was finished and when extracting the catheter, there was great resistant and the y-body popped off sheath.after catheter was retrieved and inspected, mid portion of catheter was frayed. No complication to patient. No patient harm.the device was given to the manufacturer's field representative on the day of the event.device #1is this a laboratory device or laboratory test?no.